Manufacturer narrative:
This product was received for evaluation and the reported failure was not confirmed. The device was tested with the customer's cable and tech services could not duplicate the image problem. No power problem was encountered. The monitor charges and discharges as expected.

Event description:
The customer reported that during a patient procedure, using a glidescope avl 2 monitor, the screen was "jumpy" and the battery drained from full charge to dead battery almost immediately. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.